Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/16/2013 with the following findings: there is a hairline crack in the battery compartment. Information from the reported event date of (B)(6) 2013 are overwritten in the black box, review shows no evidence of ¿loss of prime. The battery cap is undamaged and able to fit securely. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was primed and exercised for 24h, no ¿loss of prime¿ occurred during the duration test-force sensor calibration reading is correct. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a hairline crack in the battery compartment. This report is made based on the results of an investigation completed on 12/16/2013.